Manufacturer narrative:
The instrument service history review revealed two complaints that were associated with the cuvette washer. A 12 month review for similar complaints did not find a trend related to this issue. A product monitoring review of the alinity c series tracking and trending data did not identify any trends associated with the customers issue. A review for non-conformances was performed and there were no non-conformances related to the current complaint. The alinity ci-series operations manual was reviewed and found to be adequate to addressing this issue. Based on all available information a no product deficiency was identified. All available patient information is included. Additional patient details are not available.

Event description:
Customer reported falsely depressed sodium (na) results with an alinity c analyzer for a (B)(6) year old female. The customer provided: on (B)(6) 2020 with sn (B)(4): sid (B)(6): na = 109 mmol/l; on (B)(6) 2020 with alinity c sn (B)(4): sid (B)(6), na = 139 mmol/l. (Customers normal ranges: na = 136 to 145 mmol/l). There was no impact to patient management reported.